Event description:
The customer alleged they received a questionable ethanol gen.2 (etoh) result on their c501 analyzer. The customer provided data for 14 patients, of which one had a discrepant result. The customer stated they were getting an r1 probe up/down alarm on the analyzer. The customer cleared the alarm, checked the probe, and restarted the analyzer. The customer was then getting erroneous results with a lot of data flags and even negative results. The customer was instructed to open the analyzer cover, inspect, and clean the sample probe. An air purge and sample probe wash were performed. The customer changed the sample probe and brought the instrument back into operation. The repeat testing was performed on the customer's other c501 analyzer. The patient's initial etoh result was 207 mg/dl accompanied by a data flag and it was not reported outside the laboratory. The repeat result was 131 mg/dl accompanied by a data flag. The customer considered the repeat result to be correct. There were no adverse events. The etoh reagent lot number and expiration date were not provided. On (B)(6) 2012, the field service representative found that the r2 probe was damaged. He replaced the r2 probe and primed and aligned the probe. He observed all checks. The customer ran calibration and quality control. On (B)(6) 2012, the field service representative found that the sample probe was due to be changed. He changed the sample probe. He observed the test performing correctly and to specification. All system checks were successful. The customer performed quality controls.